Manufacturer narrative:
Device had pump error 37 during the rewind test due to moisture damage on the motor home switch. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 37 alarm. The electronic assembly and force sensor had moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received drive count/time values or changes incorrect for moving or coasting error alarm. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.